Event description:
Patient's mother reports the needles and syringes she's getting are not same quality. States they seem different and not going in as before. Unknown if available for return. No missed doses or adverse events reported. No further information provided. Diagnosis for use: hereditary factor viii deficiency.